Manufacturer narrative:
Based on the claim against the universal surgical manipulator (usm) 2 by the customer noting error 25745 pointing to the clearance button only worked in one direction, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm usm 2 patient clearance button was not responsive. The fse replaced the usm to resolve the error issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have traces of fluid intrusion on the printed circuit assembly, the cannula flat flex cable, and the spar rocker switch base plate. The usm was tested on an in-house system in normal mode where it replicated error 25745. The usm also failed the tornado down button test. As a fix, tornado switch assy and insertion clutch switch assembly will be replaced. The printed circuit assembly will also be replaced to address the fluid intrusion identified during failure analysis. The complaint regarding usm 2 clearance button was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue was attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to the usm clearance button not responsive. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the universal surgical manipulator (usm) 2 clearance button only worked in one direction, but not the other. The usm 2 joint would not move down. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the onsite logs and found error 25745, which points to the usm 2 patient clearance down button being unstable. The tse asked the staff to cycle the system power. The system powered on and homed successfully. The staff confirmed patient clearance button still was not working. The surgeon was able to continue with the case robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.